Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device history review: animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons became unresponsive after the patient went swimming. Troubleshooting indicated that the audio bolus button cover was "slightly dislodged". There was no moisture found in the battery compartment and no corrosion noted. There was no physical damage found to the main keypad. The patient reportedly wears the pump in a pocket and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.